Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 05/23/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an unknown procedure. Reportedly, a misfire occurred when deploying the needles. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review could not be performed because the lot number was not reported and the product was not returned for analysis. The lot corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D9: device available for evaluation updated from ni to no.